Event description:
Possible infection was reported. It was further reported there was t wave oversensing which appeared to be intermittent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.